Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The up and down arrow keypad buttons were intermittently responsive during testing. During investigation, the up and down arrow key contacts were observed to be misaligned.

Event description:
It was reported that the down arrow requires multiple presses for a response. It was reported that the rubber is intact and the pump is not exposed to moisture.